Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lavh, the tip of the product was broken by tissue exclusion and blunt dissection during the procedure. It fell into the cavity and could not be retrieved. Opened another. No further incident. Operating time not extended. Additional tissue resection: no. Tissue damage: no. No bleeding.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing during a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).